Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that, during cataract surgery with intraocular lens (iol) implantation, an ophthalmic knife was not cutting at all while making incision. The surgery was completed on the same day by using new knife without any patient harm.